Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device was found to have reduced audio level. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be detached speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device had reduced audio level. No additional information is available.